Event description:
The pt has had multiple surgeries on their left hip. They have had a total hip replacement left in 2002, revision two months due to broken components, four months late due to infection (antibiotic spacer placed). The pt was recently admitted for a total hip revision after antibiotic spacer resolved. The pt's hip was cultured and showed no signs of infections. All components were removed and replaced.